Event description:
It was reported that a pt had generator and lead replacement surgery due to pain issues. The reporter did not know if it was for comfort. It was also noted that in the operating room, the device was interrogated, but they were usable to interrogate the device on the second attempt before surgery. The handheld computer was not plugged into the wall, it was not near cautery, and the programming system worked okay the rest of the case with no issues interrogating the pt's newly residing device after surgery. It was also noted that there was no wand battery issue, and they tried to interrogate the device several times. However, it was unk if emi may have contributed to the event. Diagnostics were all okay following replacement. The return product from indicated the reason for replacement as the pt was described as "feeling electrical shock sensation when the generator fired." Due to the lead was replaced, and the generator was subsequently replaced for compatibility with the lead. However prior to surgery, follow up with the neurologist's office revealed that the surgery was not being taken to preclude a serious injury. The nurse reported that the pt was referred for prophylactic generator replacement surgery due to the generator being implanted for about nine years and the pt having intermittent pain. As such, they desired to keep the pt's seizures under control, as the pt does not have seizures with vns. The generator and lead were received by the manufacturer, but product analysis has not been completed to date.

Event description:
The implant card was received which confirmed the generator and lead replacement on (B)(6) 2011. It indicated that the patient had surgery due to the patient reporting being "shocked". The lead impedance following surgery was not marked on the implant card. Follow up with the nurse at the hospital, who reported the failure to interrogate the generator on the last attempt prior to surgery, revealed that the programming system used to interrogate the generator prior to and after surgery is functioning properly. It was reported that the site never had any difficulty with the programming system. The specific troubleshooting steps were not known. No additional information was provided. The product analysis for the patient's explanted generator and lead were completed and approved. The generator performed according to specifications, and no eri flags were observed during testing. No anomalies were observed with the device. Analysis of the lead revealed abraded openings in the outer silicone tubing. However, there were no inner tubing openings observed. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no anomalies were identified in the returned lead portions.